Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was unable to link to the ipg following a lead revision procedure (3006630150-2016-01602) wherein electrocautery was used. The patient underwent an ipg replacement procedure. Device malfunction was suspected. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician's implant manual (B)(4).

Manufacturer narrative:
Sc-1132 (sn(B)(4)) device evaluation indicated that the complaint was confirmed. U2-asic was damaged. The battery had been depleted to 1.51 volts even after several charge attempts. A hot spot was detected on u2-asic. The device exhibited excessive sleep current leakage. The use of the peak plasma blade during the patient's lead revision resulted in the reported complaint

Event description:
A report was received that the patient was unable to link to the ipg following a lead revision procedure (3006630150-2016-01602) wherein electrocautery was used. The patient underwent an ipg replacement procedure. Device malfunction was suspected. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician's implant manual 90970880-04)